Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device stuck together while sealing. It is unknown if the device was on tissue when this occurred and, if so, how the device was removed. Another device was used to complete the procedure without incident. There was no patient injury.